Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent minimum fill notifications. Reportedly, the customer did not under-fill the cartridge. The customer's blood glucose was 120-245 mg/dl. Customer successfully loaded a new cartridge and resumed insulin therapy after each occurrance.